Manufacturer narrative:
Correction : h6: codes should reflect device not being returned.

Event description:
Related manufacturer reference number: 2017865-2022-02113. It was reported that a patient presented in-clinic. Upon interrogation, the patient's right ventricular lead was found to have over-sensing of noise. No intervention was reported. The patient was stable throughout. It was also reported that the patient's device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Explant of the device is completed and no patient consequences were reported.

Manufacturer narrative:
Further information was requested, but not received.